Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. For the past week, the patient has experienced unexpected high blood glucose as high as 381 mg/dl. He has used correction boluses calculated on the aviva combo meter that transmitted to the pump by (B)(4); however, his blood glucose continued to be high. The patient injected insulin to correct his high blood glucose. After injecting insulin the customer had a hypoglycemic event. At an unknown time, the patient's wife discovered him unresponsive, he was conscious but did not respond to anything she said. The wife tested the customer's blood glucose and received a result of 38 mg/dl on his aviva combo system. The wife then treated the patient with a glucagon injection. The patient remained unresponsive, so she called for an ambulance. Paramedics arrived and administered a d50 shot which revived the patient. The wife could not recall the blood glucose results obtained on the paramedic's meter. The patient was unresponsive for a total of 1 hour. Paramedics left after patient was revived. He was not taken to a hospital. The infusion device was requested to be returned for product evaluation.